Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? No information. Did a piece of the needle fall into the patient? Yes. If yes, was the needle piece removed, and how? The broken piece was picked up from the patient's body immediately after the needle broken. Were x-rays taken to locate the needle piece(s)? No. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? The needle was removed during the initial procedure. Was there any additional tissue damage as a result of searching for the needle piece? No. What was the size of the needle used? CT-1, 36mm. What was the size of the needle that broke off into the patient? No information. Was more than half the needle retained in the patient? No information.

Event description:
It was reported that the patient underwent an unknown procedure and suture was used. The needle tip was broken during use. There were no adverse consequences to the patient.

Manufacturer narrative:
The actual device was received for evaluation. A fracture was observed at the tip of the needle. The needle was microscopically examined and revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.